Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter broke into two pieces while in use.

Manufacturer narrative:
The reported event was confirmed.visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter inside a specimen containment bag. Visual inspection of the sample noted that the catheter funnel was broken off of the catheter shaft. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿silicone too weak to withstand normal forces applied during use." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter broke into two pieces while in use.